Event description:
The customer stated the apexpro substation went down unexpectedly. There was a complete loss of monitoring for pts for ten minutes. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.